Manufacturer narrative:
(B)(4). S/w ver 5.2a. Retainer = black. Customer returned pump for alleged loss of communication with the transmitter and bg meter found on (B)(6) 2022. The pump passed the self test and displacement test. Successfully downloaded the trace and history files using thump. The pump was paired with a test accu-check guide link glucose meter. The pump communicated properly and recorded a 143 mg/dl test value properly from glucose meter. The pump was then paired and programmed with a test guardian link 3 (gl3) transmitter and a test plug. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for 24 hours while connected to the test transmitter and test plug with no errors or alarms. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the vibrate harness assembly, electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Lost communication with a transmitter and bg meter are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that no com pump to meter-unresolved, no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.